Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a high/low alert tone from their cardiac resynchronization therapy defibrillator (crt-d). Additional information received from the clinic indicated the alert was suspected to be due to electromagnetic interference (emi), however, the cause of the emi was unable to be determined. The patient has not been seen in clinic and will continue to be monitored. The crt-d remains in use. No patient complications have been reported as a result of this event.